Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urticaria ("face and chest break out in hives"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), oxycodone hydrochloride;paracetamol (percocet) and surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain and urticaria outcome was unknown. The reporter considered pelvic pain and urticaria to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: pelvic pain and hives. Most recent follow-up information incorporated above includes: on 23-jan-2020: social media received. Reporters and action taken with drug added. All information like reporters, source document, events and reference section from deletion case: (B)(4) was added to this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with hydrocodone bitartrate; paracetamol (vicodin), oxycodone hydrochloride; paracetamol (percocet) and surgery (essure removed). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.